Event description:
It was reported that the patient presented to the emergency department due to syncopal episodes. The implantable pulse generator (ipg) device reached elective replacement indicator (eri) and was in safety pacing mode of vvi65. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).